Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing stimulation. Programming recommendations were made to program the right atrial (ra) lead and right ventricular (rv) lead capture management off. The leads remain in use. No further patient complications have been reported as a result of this event.